Event description:
Crack on the syringe. Prior to clinical use, while the physician was purging the dcs system, the syringe could not be pressurized. He checked the syringe and noticed a crack on the connector of the syringe. Another syringe was used, and the procedure was continued. This complaint is being submitted late, due to the oversight.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional info will be submitted within 30 days upon receipt.